Event description:
It was reported that the device was explanted after an implant duration of 39 months, due to an unknown reason. No further details were provided.

Manufacturer narrative:
Device not returned.